Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The caller reported getting e4 occlusion messages on the infusion device which led to increased blood glucose levels. The customer went to the hospital and received a blood glucose result of 27 mmol/l. The customer was removed from the infusion device, and was treated with an insulin IV. The customer was discharged from the hospital on (B)(6) 2020.